Event description:
The reporter stated that the surgeon had inserted a 15.0 diopter three piece silicone lens model aq2003v and realized it was not the correct diopter the pt needed. The lens was removed with no pt injury and replaced with another lens of the correct diopter. The reporter stated that there was no product issue with the lens, it was a surgeon error.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the no visible damage to the lens. There was surgical residue on the lens. It should be noted that the injector and cartridge were not received for evaluation.